Manufacturer narrative:
The manufacturer has determined that the device functioned as designed. Artifacts were generated but were not caused by a CT system defect. The adverse event that required a blood transfusion occurred because the customer continued the puncture examination in such a manner where by the anatomy could not be seen due to the artifact. The reported event is a result of the CT examination continuing to be performed by the customer, without consideration of the risks stated in the system operation manual, for metal artifacts due to the needle. A caution warning is found in the system operation manual under basic volume and scanning volume sections. Caution: selection of the scanning conditions and positioning must be performed precisely. In addition, metal objects must be eliminated from the scanning range. If these settings are not appropriate, adverse effects on images (such as artifacts, CT number shift, etc.) May occur. If image noise increases due to a decrease in the s/n ratio, or if artifacts occur, change the scan conditions. In addition to the risk of this artifact, the customer reported that the procedure was a difficult examination to pass a needle through a small area.

Event description:
During the puncture examination by CT fluoroscopy, a metal artifact due to needle occurred, which made the area of interest uninterpretable. The operator continued the procedure (puncture needle insertion) in that state and the surrounding tissue was injured. As a result, "abdominal haemorrhage with loss of 4g haemoglobin. Need for a blood transfusion of 4 units."